Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. This report is for the first in a series of two consecutive product issues with the same patient. The second event has been reported under MDR# 3006425876-2016-00019.

Event description:
It was reported that during insertion of the guide wire in the patient's room, the md confirmed reverse blood and air mixing in the safety syringe. As a result, a new kit was opened and used. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event could not be confirmed. The customer returned one raulerson syringe and an introducer needle. The syringe appeared typical. The luer taper at the tip passed a gage test. The syringe also passed a vacuum leak test. The needle appeared typical and its luer hub also passed a gage test. The needle and syringe were assembled together and water was aspirated through the assembly multiple times with no leaks or air bubbles observed. A review of manufacturing records was performed with no relevant findings. No problem was found on the sample. No further action will be taken.